Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. However photos were supplied and reviewed. The product was mislabeled. The curved micro ligament chisel was in the angled chisel box.

Event description:
It was reported that the product was mislabeled. The curved micro ligament chisel was in the angled chisel box. No patient injury.